Manufacturer narrative:
Pump received with no button response and button error alarm due to corroded keypad traces. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call to have received a button error alarm while trying to suspend insulin pump. Customer's blood glucose was 108 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.